Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient who was receiving baclofen and morphine (unknown dose and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2016, the catheter came unattached from the pump, device registration record indicate that the catheter was replaced in the hospital. There were no symptoms reported. No further complications were anticipated/reported.